Event description:
It was reported that during a clinical visit, the lead was found to have abnormal sensing. It was also reported that during the x-ray examination, the image of the lead was not cleared and the physician suspected insulation damage due to clavicle. It was further reported that some functions of the device were turned off and the patient is under observation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.